Event description:
Caller states customer was incoherent with a result of 136 mg/dl after she tested him on the aviva system. Caller provided juice and glucose tablets to the customer. Low blood glucose symptoms improved, and 30 minutes later he tested 162 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.